Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the stent posts were slightly distorted. The non-coronary cusp was stiff due to host tissue on the outflow. The left and right cusps were slightly stiff but flexible possibly due to blood contact and/or the decontamination process, except where host tissue partially filled the outflow. A tear in the lunula of the left cusp adjacent to the left right commissure appeared to be due to contact with the bias cloth along the left right stent post. Slight tissue deterioration was noted on the right cusp where visible mineralization was present. All commissures were intact. Traces of pannus were noted on the inflow of all cusps adjacent to the inflow margin of attachment. Tan thrombotic host tissue filled and stiffened the outflow of the non-coronary cusp and the right cusp on the outflow adjacent to the right non-coronary commissure. Host tissue appeared to have been removed from the outflow of the left and right cusps during explant. Radiography showed evidence of mineralization in the right cusp. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve, implanted three years and eight months, was explanted due to aortic stenosis with calcification on the valve leaflets. Following the explant, the patient experienced disseminated intravascular coagulation, was treated with blood products, but expired two days post procedure.